Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor provided by the customer, the manufacturing date of the product was 18-jul-2018 and the expiry date of the product was 31-may-2019. The sensor has been in distribution beyond its useful life as of the case awareness date of 30-jan-2020. Since the product was beyond its useful life at the time of the complaint no further investigation activities are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor compared to a competitor's brand meter. The sensor scans of 63 mg/dl, 97 mg/dl, 72 mg/dl, 97 mg/dl, and 79 mg/dl were received compared to a competitor brand meter blood tests of 251 mg/dl, 351 mg/dl, 246 mg/dl, and 190 mg/dl. On (B)(6) 2020, the customer experienced weakness and was treated by both hcp and non-hcp with an unspecified dose of "rapid insulin" for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.